Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. No serious injury to the pt was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.